Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had bubbled up downstream occlusion seal. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing, and a bubbled dso seal. The dso seal was confirmed to and determined to be the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(4). B3: unknown.